Manufacturer narrative:
Exemption number e2015058. The user first installed the pad-pak on the (B)(6) 2011 and performed to specification up to the (B)(6) 2015. The device failed a self-test due to a low battery on the (B)(6) 2015 and remained in fault mode until the (B)(6) 2016 when the device was power cycled and passed a self-test. The returned pad-pak was installed and the device passed a self-test. No warnings were given at shutdown and the status led continued to flash green. A test shock was delivered without fault and an acceptable measurement was recorded. The device powered off normally with a flashing green status led. Investigation found the reported fault can be attributed to pogo pin failure. Voltage fluctuation across the pogo pins was reduced enough to potentially cause the low battery fails.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Red status indicator flashing.